Manufacturer narrative:
The investigation concluded that results from a patient sample (patient a) were reported for a different patient (patient b) when run on a vitros 5600 integrated system. Specifically, the customer hand delivered the vitros printed reported for patient a, with the indication that the report was for patient b. The assignable cause of the event was determined to be user error. The customer reported results for patient b which were obtained from a sample from patient a. The customer did not confirm the sample ID (sid) or the patient name on the printed report prior to delivering it out of the laboratory. It was confirmed that the vitros 5600 system in use during the event was operating as intended. The patient name, sid and results on the printed report were for the appropriate patient a but the laboratory operator and the physician did not check the name and sid on the vitros printed report. Therefore, the event is attributed to user error while interacting with a vitros analyzer. The customer is satisfied with the performance of the vitros 5600 system and has requested no further assistance from ortho. The vitros 5600 integrated system did not malfunction.

Event description:
The customer reported that results from a patient sample (patient a) were reported for a different patient (patient b) when run on a vitros 5600 integrated system. Specifically, the customer hand delivered the vitros printed reported for patient a, with the indication that the report was for patient b. The mis-association of patient demographics may potentially lead to inappropriate physician action. The sample from patient b was processed and a corrected report was issued. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).